Manufacturer narrative:
(B)(4). Per the user facility, upon concluding cpb all lines were clamped and the backflow alarm kept alarming. The field service representative (fsr) replaced the flow sensor. The unit operated to the manufacturer's specifications. The suspect device is being returned to the manufacturer for further evaluation.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the unit continued to have a backflow alarm. There was no delay and no reported adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. The field service representative (fsr) was unable to duplicate the reported complaint. He replaced the sensor. The unit operated to the manufacturer's specifications. Per data log analysis on 01-mar-2018, the flow log showed backflow alarms on (B)(6) 2017. Looking through the log, a backflow alarm is reported on the following dates: (B)(6). There is no way to tell from the log if actual backflow was occurring. There are no indications of an issue in the logs (if backflows are real), but the flow module / sensor should be tested for proper operation. During laboratory analysis, product surveillance technician (pst) observed the flow sensor to function normally throughout the evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.